Event description:
It was reported that the device had a leak. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. Wear and tear damaged enclosure, front cover, tank cover, corroded thermistor, bent micro switch, stripped interlock block, faded line cord, and leaking block assembly. The reported issue of leaking was duplicated. The root cause could not be determined. The device was repaired and upgraded under corrective action preventative action (CAPA). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Model # is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).